Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
There was a second physician reported with this event and their contact information is as follows: dr (B)(6). There were two implant dates reported with this event but does not specify which products are related. The implant dates are as follows: (B)(6) 2010 and (B)(6) 2011.